Event description:
Reported due to difficult removal and foot break. Physician attempted arteriotomy closure with a perclose proglide device following a diagnostic procedure. The physician reported feeling resistance when attempting to retract the device to harvest the sutures. The lever was in a parked position. The device was removed and hemostasis was acheived. The physician examined the device and found a foot break. He could not locate the missing foot in the field. The patient's pedal pulse remained unchanged. The patient "did not exhibit any symptoms of possible embolization." The patient was discharged home with instructions to call if he experienced any pain in his leg. Although requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.